Event description:
The pt reportedly has no lock between the external equipment and internal device. External equipment was exchanged, however this did not resolve the issue. Revision surgery is under consideration.